Manufacturer narrative:
The commander delivery system was returned to edwards lifesciences for evaluation. During functional testing, an attempt was made to inflate the device and a leakage under the strain relief was confirmed. The strain relief was removed and a full break on the balloon shaft was observed. Dimensional analysis of the outer diameter (od) of the balloon shaft distal to the break was performed. All measurements met manufacturing specifications. During the manufacturing process, the commander delivery system undergoes dimensional and visual inspections. The balloon shaft to the y-connector bond is inspected after the bond is performed. Additionally, all y-connector ports are inspected after adhesive filling and coverage. All devices are 100% inspected by manufacturing and quality from the distal to proximal ends of the device under 2.85x magnification for device damage. The balloon catheters also undergo 100% leak testing before the final quality inspection. Verification testing on a sample plan is performed. The verification testing includes visual inspection, tensile testing of the y-connector/balloon shaft joint, and total inflation and deflation time. All samples passed visual inspection. During tensile testing, this lot was acceptable. These inspections and verification testing make it unlikely that a manufacturing defect contributed to the reported event. The complaint for delivery system leakage was confirmed as a break in the balloon shaft adjacent to the y-connector was observed. Although it is possible that the balloon shaft was bent, kinked, or pulled during the procedure to cause or propagate the observed damage, it is also possible that a potential manufacturing/design related issue may have also contributed to the complaint event. Due to the severity associated with balloon shaft fracture near the y-connector, and other similar confirmed complaints, a risk assessment was performed and corrective/preventative actions are being addressed through a CAPA. This unit was manufactured prior to the implementation of the balloon shaft configuration design corrective action. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our (B)(6) affiliate, during implant of a 23 mm sapien 3 valve, leakage at the "y"-connector was noted. The valve could not be completely deployed and a post dilatation was required to complete valve deployment.